Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records identified no related deviations or anomalies during manufacturing. - no compatibility issues were noted. -review of complaint history for part# 00598603702 lot# 62363799 identified additional similar complaints for the reported item and no additional complaints for part and lot combinations (for life time). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. -review of complaint history for part# 00596401552 lot# 62481088 identified additional similar complaints for the reported item and no additional complaints for part and lot combinations (for life time). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right knee revision procedure approximately 11 years post-implantation for pain and suspected loosening.

Manufacturer narrative:
(B)(4). D10: 00598603702 option st tib plt size 4 lot# 62363799. 00596401552 lps-flex option femoral e-r lot# 62481088. 00596403210 articular surface size ef 10 mm lot# 62463319. G2: ireland. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was previously reported under a different manufacturer number. Additional information was received and the manufacturing number updated. The original report was filed under: 0001822565-2025-02692.